Manufacturer narrative:
No additional information is available at this time. As per the information received, the devices are not available at the time. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
"It was reported by the patient that," in 2008, the patient was involved in a 4 wheeler accident while chasing cows and sustained major injuries which included a broken hip, leg, 13 ribs and a punctured lung and subsequently was life flighted to hospital where dr. Performed surgery, and a gamma nail was implanted along with a screw to the hip. It was further reported that, "at approximately 114 days later, while preparing to have a shower, the patient lifted his leg to take off his sock and heard a loud crack and felt intense pain subsequently causing a revision in 2009." It was further reported that, "progress was made in the healing process for a couple of weeks then the pain in the leg became more intense and a lump appeared at the head of the femur. Patient underwent another surgery at about 108 days later to replace the screw".